Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not complete. A follow up report will be submitted with all relevant information. The mitraclip xtr device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
This report is filed since the clip would open while locked. It was reported that while establishing final arm angle (efaa), each time the gripper lever was advanced, the lock lever would retract without any actuation of the lock lever performed. To compensate and allow the mitraclip to pass establishing final arm angle (efaa) during the mitraclip procedure, the operator would re-advance the lock lever. The operator would physically hold the lock lever in place with his thumb whenever the gripper lever was lowered. There were no adverse patient effects and there was no clinically significant delay reported. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the complaint is associated with a general comment and the lot number and serial number were not provided. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - establishing final arm angle) could not be determined in this incident. Additionally, a definitive cause for the reported mechanical issue (lock lever retraction) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.